Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. No material # provided. No lot # provided. Medical device expiration date: unknown. . Device manufacture date: unknown a sample is not available for evaluation. However, a no sample investigation will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were an unknown amount of needle sticks using an unspecified bd¿ needle. Customer states that ¿while there have been exposures to blood borne pathogens (e.g. Hep c), there has not been major injury or impairment¿. An unknown number of staff affected have received prophylaxis treatment.

Manufacturer narrative:
Investigation summary: DHR review could not be performed due to unknown batch #. Batch and item part # are unknown and no sample (including photo) was provided therefore the defect could not be confirmed. There is insufficient information for any meaningful investigation to take place. No further action is necessary at this time. Investigation conclusion: root cause and CAPA not required as no defects were confirmed.